Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced low blood glucose on (B)(6) 2021 with blood glucose of 40 mg/dl at the time of the incident. The customer had the same issue occur the next 2 days. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The customer slept without sensor use due to calibration and change sensor errors and woke up low. The insulin pump will not be returned for analysis.